Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n289467005, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: n289467005. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at .903 mg/day) via an implantable infusion pump. It was reported that during a pump replacement procedure the existing catheter was cut near the sutureless pump connector revision segment. The catheter was separated into two pieces and 14.8cm were removed from the patient and the remaining 8709 catheter that was still in place in the patient's spine was connected to a new pump connector segment. It was reported that the hcp had a difficult time placing the new pump into the patient due to her being (B)(6) and not having fat and skin. The issue was reported as resolved and the patient was alive with no injury. The damaged catheter was reported to have been discarded by the customer and would not be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.